Manufacturer narrative:
Unit power up properly after battery installation. No missing segments noted. Unit received with broken off end cap. Unit received with cracked case at display window corners, reservoir tube window corners, reservoir tube window and battery tube threads. Unit received with partially broken reservoir tube lip. Unit received with missing reservoir tube lip o-ring and lcd window. Unit received with physical damage to motor assembly. Unable to perform displacement test due to physical damage to motor.

Event description:
It was reported via phone call that the customer's insulin pump was dropped and the drive support cap was dislodged. Troubleshooting occured. Advised insulin pump would be replaced.